Manufacturer narrative:
Follow-up # 1 date of submission 10/07/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump alarm history revealed a cs 064 call service alarm. During testing, the cs 064 alarm was not duplicated. The pump case was removed and no intermittent conditions were found in the motor circuit. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the pump had emitted a call service alarm more often than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.